Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lv lead was explanted and replaced with a left bundle branch (lbb) lead and has not been returned for analysis. No additional adverse patient effects were reported.